Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient was having issues with the controller trying to find the device and the controller would not locate the device unless the recharger was plugged into the controller. Caller stated the issue started today when the patient went to their post op appointment. Agent walked caller through resetting the controller. Caller saw no device found. Caller then connected the recharger and confirmed passive recharge mode (89). Agent reviewed charging expectations, caller said everything is working as it should. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that the ins was dead when implanted in october and then ever since they got the implant, charging had not worked. Patient said they met with the rep in this case and called for help charging and got somewhat charged, but patient had not been able to get charging to work properly again. Patient clarified they had not been able to find the implant when trying to charge and they tried many things when they called in with rep last time. Patient mentioned when ins was replaced, they moved the location from their hip and patient didn't know if the ins was too deep or what. Patient confirmed no visible damage to equipment and didn't remember what numbers they were getting in passive recharge mode. Patient had equipment, but equipment was not charged on the call. Agent reviewed to meet in person to get charging and ins position checked in person. Patient had rep's phone number still and would try to contact them or doctor's office. Rep called in with the pt and said that the equipment was not picking up on the charge or finding the ins, so the pt needed a replacement recharger. Caller said that the pt was told to meet with a rep and have the device checked and get confirmation from a rep on what was causing the issue, which in this case the rep said that it was the recharger. Caller also said that the pt needed another belt as well. Pt called back stating that they have had nothing but issues with the device since the ins was implanted last year. Pt said that they met with the rep this past week and that they were supposed to have been sent a new recharger, belt and controller, but they only got the recharger and belt. Agent reviewed case notes/e-mail to repair; agent advised the pt that based on the issue and information reviewed, the controller was not intended to be replaced. Pt said that they needed the controller replaced. Agent asked the pt if they had tried using the replacement recharger with the controller; pt said no. Pt said that they weren't going to waste their time trying the new recharger when the controller needed to be replaced. Pt was escalated and refused to use the new recharger during the call. Pt said that they were in pain. Agent advised the pt several times to try using the new recharger. Pt then said that they tried the new recharger right away when they got it and that the issue wasn't resolved as they still couldn't recharge the ins. Pt said that their ins was at 30% but it took forever to charge. Pt insisted that they tried the new recharger and the issue wasn't resolved. Patient(pt) called back and repeated some information documented on this case. Stating they have a stimulator that never worked and had the implantable neurostimulator (ins) removed. Pt stated their rep told them the ins was not charged when 'it was put in'. Pt also said they've been only able to start the device maybe twice or 3 times in all these years, but they can't turn 'it' off and they can't charge the implantable neurostimulator (ins). Pt was not sure if the explant date was on (B)(6) 2026. Pt stated they also had surgery to replace the loop record and was told to call to get a box to send the old device back. When transferring the patient to cardiac patient services, pt disconnected the call. Agent provided information and cardiac ps will call the patient back.